Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that a (B)(6) male patient with junctional tachycardia underwent endomyocardial biopsy and radiofrequency ablation. The patient was diagnosed with lymphocytic myocarditis, and developed pericardial effusion at the conclusion of their lv emb (performed following vt ablation), requiring pericardiocentesis¿400 mls of blood was drained. This patient had an epicardial sheath in place following epicardial ablation. Title: ¿endomyocardial biopsy at the time of ablation or device implantation.¿ the purpose of this study was to report the yield and safety of endomyocardial biopsy at the time of ablation or device implantation procedures. 25 patients were enrolled in this study. The study was conducted between january 2014 and july 2016. Smarttouch catheters were used in this study, however catalog and lot number were unknown.